Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this patient was in the hospital following an ablation procedure when his heart rate was driven to a rate higher than normal. This issue is under investigation. It may be related to interference between the device and other hospital monitoring equipment. The minute ventilation feature of the device was programmed off. No additional adverse patient effects were reported.